Event description:
The stryker suction/ irrigator stopped working during the surgery, the motor kept running by itself. Suction irrigator motor continued to run on its own product: strykerflow 2: disposable suction/irrigator without disposable tip. Lot #24345fg2, ref #(B)(6).